Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, the patient underwent open surgery to treat a thoracic aortic aneurysm of the ascending aorta. During an endovascular procedure on (B)(6) 2015, the patient was implanted with three conformable gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm measuring 65 mm in diameter. On (B)(6) 2020, follow-up computed tomography (CT) imaging identified a type 1b endoleak of the conformable gore® tag® thoracic endoprosthesis that had been implanted most distally. The aortic diameter at that level measured 67 x 65 mm. It was stated that disease progression was the likely cause of the endoleak formation. To treat the endoleak, a reintervention was planned with a fenestrated tailored device extending distally. On (B)(6) 2021, the patient emergently arrived at the hospital with heavy internal bleeding. Immediate CT imaging revealed the aortic aneurysm had ruptured at the position of the type 1b endoleak with the aneurysm diameter now measuring 105 x 87 mm. Although a reintervention was successfully performed, the patient was reported to have expired towards the end of the procedure due to cardiac arrest. It was reportedly believed that the type 1b endoleak led to the aneurysm rupture.

Manufacturer narrative:
H6, component code: added code. H6, type of investigation: added code 4111. H6, investigation conclusions: added codes 22, 4315. H6, component code: added code 4755. H6, health effect - impact code: remove code 4647 as considered irrelevant in the given context.